Event description:
It was reported that there was a pump problem; the patient had an MRI (magnetic resonance imaging) ¿over the weekend¿ and the logs showed a motor stall on (B)(6) 2015 with motor stall recovery on (B)(6) 2015 when the pump was read. The managing hcp (healthcare professional) had not been aware of the motor stall and it was unknown whether the patient was experiencing. The patient was last seen by the managing hcp (B)(6) 2015. The pump was used to infuse hydromorphone and bupivacaine. No intervention was reported for this event. Follow up was conducted to obtain additional information. Should additional information be received, it will be added to this event.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).